Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered cardiac arrest while mowing the lawn. A lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and short v-v intervals. Double counting of wide qrs complexes and occasional t-wave oversensing was seen in the stored episodes. It was noted that the patient¿s arrhythmia was below the detection zone and thus, the device did not administer a shock. The rv lead remains in use. No patient complications have been reported as a result of this event.